Event description:
It was reported that a vns patient passed away. Cause of death and any possible relationship to vns therapy is unknown. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep. Attempts for additional relevant information have been unsuccessful to date.

Event description:
A copy of the death certificate was received reporting that the immediate cause of death was reported to be: respiratory failure - immediate. Increased intracranial pressure - days. Terminal glioblastoma multitone - months. Other significant conditions contributing to death: was neurofibromatosis type 1. Based on the additional information, the internal classification of the death is unlikely sudep.